Manufacturer narrative:
When a stryker medical representative met with the user facility representative to obtain details of three reported caregiver injury events, they reported that they were unable to retrieve the information on this particular event.

Event description:
It was reported by the user facility to the sales representative there was an alleged caregiver injury while engaging the brakes on the stretcher. However, upon further questioning the user facility, they had no internal report regarding the nature/details of this injury.